Event description:
Additional information became available that this lead was ultimately surgically abandoned and successfully replaced.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited increased impedances and noise that never led to pacing inhibition. At this time the cause is unknown, however it is believed that the lead is fractured. The physician has no plans to intervene. To date, no adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.